Manufacturer narrative:
The investigation confirmed that results for two different patient samples were mis-associated with alternate patient sample identification numbers. The root cause of the event was user error. The operator failed to adhere to the manufacturer's instructions for use. The investigation determined that the operator failed to remove sample tubes from the centrifuge module following a shutdown of the (B)(4) laboratory automation system as recommended by the (B)(4) instructions for use. The (B)(4) laboratory automation system correctly identified the affected samples .the (B)(4) laboratory automation system was operating as intended.

Event description:
This customer observed results from two different patient samples that were associated with the incorrect sample identification number on their (B)(4) laboratory automation system. The mis-association of results with the incorrect patient may lead to inappropriate physician action. The affected results were not reported from the laboratory, and there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)